Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a vibration (no vibration) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/17/2013device evaluation: the device has been returned and evaluated by product analysis on 12/05/2013 with the following findings: vibratory alarm was not operational. The pump was opened and the vibration mode worked after re-alignment. Unrelated tothe original complaint, the battery compartment was noted to be cracked from the bottom of the finger pad grip to the case seal and the display was dim and reddish.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.